Manufacturer narrative:
H3: device evaluation summary attached h6: evaluation codes updated h6: results: the tip of the catheter nor the guidewire were returned, therefore, co was unable to determine the exact root cause. Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the unit was returned without the guidewire. The soft tip of the balloon catheter was separated. The separated piece was not returned with the unit. The face of the remaining distal tip was jagged. Quality engineering determined the guide wire used in this procedure was not returned. Evaluation could not determine whether the guide wire tip was withing specification. An oversized guidewire would have caused interference with the inner diameter of the soft tip causing the separation. The tip was not returned so evaluation could not determine if the inner diameter was within specification in order to accomodate the guide wire. Quality engineering determined that no corrective action is warranted at this time. As part of mfg and quality processes all acs rx rocket coronary dilation catheters are inspected for tip clearance and guide wire movement with an 0.15" mandrel. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure balloon catheter was advanced over the guide wire and up to the "rhv", and then withdrawn with resistance. Upon removal balloon catheter tip separation was noted. Reportedly the device did not enter the pt and no pt injury was associated with this event.